Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the middle of the bag. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the actual device was not received for evaluation; therefore, a device analysis could not be completed on the actual sample. However, a companion sample was evaluated. Visual inspection was performed and no obvious defect could be observed at the middle of the bag. Functional testing was performed and no leak was observed from any area of the bag. The reported condition was not verified on the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.